Event description:
It was reported that the procedure was to treat a calcified lesion in the proximal circumflex artery, with 90% stenosis and moderate tortuosity. Pre-dilatation was performed. Then the 3.5 x 15 mm promus was advanced, but resistance was met and despite attempted manipulations of the stent delivery system, it was unable to cross. When the sds was removed from the patient, the stent was noted to have moved proximally on the balloon. The procedure was completed with balloon angioplasty only. There was no significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): against resistance. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. In this case, the lesion site was described heavily tortuous and 90% stenosed, which likely contributed to the failure to cross. Additionally, it was reported that the stent delivery system (sds) was vibrated/manipulated in the attempt to cross. It should be noted that the promus instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Furthermore, it is likely that this interaction with the lesion contributed to the reported disruption (loose) of the stent on the balloon. Although the return of the sds may have assisted in determining a conclusive cause, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to difficulties experienced. All sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this report. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent retention issues for this lot. There is no indication of a product quality deficiency.